Manufacturer narrative:
Reliability analysis evaluated 3 opened/used reservoirs. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 408 mg/dl, which was treated with insulin pump. During troubleshooting with plunger and manual prime, customer was able to deliver insulin. Customer was advised that insulin pump was working as designed. Customer reported that insulin squirt out around the edges with plunger push.